Event description:
It was reported that the procedure was cancelled. The 99% stenosed target lesion was located in the mildly tortuous and severely calcified artery. A 1.50 mm rotapro was selected for use. After confirming that the burr was functioning properly during initial testing, the device was inserted through a 7f guide catheter. Inside the guide catheter, there was also a 7f non-boston scientific guide extension catheter. During advancement, the burr was getting stuck at the proximal entry point of the extension catheter, before entering the patient's anatomy. As a result, the rotational atherectomy (ra) procedure was aborted. There were no patient complications reported.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.